Event description:
Additional received information reported that the patient was ¿still fighting withdrawals.¿ it was reported that the patient experienced weakness and pain. It was later reported that in (B)(6), the patient was receiving 17.75mg/day of dilaudid and was restarted at 0.2mg/day because she went without medicine for a period of time. At the time of this report, the patient was receiving 1.5mg/day.

Event description:
It was reported that a motor stall occurred on (B)(6) 2013 and a tube set message occurred on (B)(6) 2013. It was noted that the patient had not heard any alarms. The patient was noted to have felt "really rotten" over the previous ten days, and was reported to be having withdrawal symptoms. The patient was scheduled to see a neurosurgeon on (B)(6) 2013. About two weeks later, the patient stated that, after her pump had "stopped working," she experienced severe withdrawals, severe dehydration, severe diarrhea, a fever, anxiety, "the shakes"; she felt weak and lethargic; her blood pressure had been high, and her body had been under tremendous stress. The patient was scheduled to have her pump replaced the following day. About one week later, the patient expressed concern with her new pump's dosage, which was set to deliver 0.5 mg/day and was decreased from her old pump's dosage of 17.75 mg/day. The patient stated that "she could go into cardiac arrest or stop breathing because, her body had been without the medication for so long". The patient's outcome was not known as of the date of this report. The medication used within the system was dilaudid. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information was received and it was reported that when the patient was experiencing the severe withdrawals she had gone to the ER (emergency room) because she thought she had the flu.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed an anomaly of gear train corrosion and /or lubrication wear related to motor stall. It was reported that the motor stall was due to shaft bearing. (B)(4).

Manufacturer narrative:
Analysis of the pump was not completed as of the time of this report. A supplemental report will be provided after analysis is complete

Event description:
Additional information was received. Company representative reported the pump was returned for analysis of motor stall. Company re presentative indicated patient's spouse reported patient was doing well. Patient spouse inquired about the results of the analysis.

Manufacturer narrative:
Product ID, 8709 lot# l64339, implanted: 1999 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.